Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional cds device referenced are filed under separate medwatch report numbers.

Event description:
This is filed to report caused damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (fmr). The clip delivery system (cds) (01006u186) was advanced to the mitral valve and noted restricted posterior leaflet. The clip was implanted without issues. After deployment a lateral jet was noted so another cds nt (01019u156) was advanced to the mitral valve and during placement of the second clip, the first clip had a single leaflet device attachment (slda) from the posterior leaflet. Another clip was deployed to stabilize the slda and mr was reduced to 2-3. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on all available information, the reported device damaged by another device-caused damage and reported poor imaging appear to be due to procedural condition. There is no indication of product issue with respect to manufacture, design or labeling.